Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a cgm (dex 006) issue. It was reported that the ant icon and out of range alerts appeared in place of cgm readings while the cgm was in range. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may result in the user missing their blood glucose (bg) trending and fail to react to any potential bg excursions.

Manufacturer narrative:
Follow-up #2: date of submission 06/29/2016 - device evaluation: the pump has been returned and was evaluated by product analysis on 06/15/2016 with the following findings: during investigation, the transmitter was paired with a test pump successfully. Blood glucose value was set to 120 mg/dl twice within 2hr. Both bg calibration requests were entered successfully. The pump and transmitter ran over night with a steady reading of 115 mg/dl within +/- 20% with no alarms or warnings occurring during testing. The transmitter performed within specifications. The complaint of ant icon in place of cgm reading was not duplicated during investigation. There was no defect found.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Follow-up #1: date of submission 06/14/2016- correction to suspect medical device serial #.